Event description:
It was reported that this implantable pacemaker recorded inappropriate atrial and ventricular pacing due to loos of atrio-ventricular synchrony. Technical services (ts) reviewed the device data and discussed that there are ventricular sensing beats inside the cross-chamber blanking that do not reset timing and ventricular pacing is delivered shortly after. There is also a far-field r-wave on the atrial channel outside the cross-chamber blanking, resulting in inappropriate mode-switches and thus pacing with blanked ventricular beats. Programming recommendations were provided. The device remains in service. No adverse patient effects were reported.